Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m91d6w. The device was received with the top of the I-blade upper tip broken off and with the upper jaw detached, both parts were not returned with the device. In addition, the energy button was detached and not returned with the instrument. A test button was reattached to the device and was connected to the generator and it was recognized. Because the I blade and the jaw were damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the jaws broke during a laparotomy. Customer used a second device to complete the procedure. No patient consequences.